Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 7 atm on the first inflation. The lesion being treated was located in the 99% stenosed, calcified, and non-tortuous left anterior descending artery (lad). The procedure was completed with another of the same devices. Patient status was reported as "good."